Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6)2022. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2022- patient was diagnosed with incarcerated right inguinal hernia and left inguinal hernia thereby underwent robotic assisted repair with implant of 3dmax mid meshes (device 1 and 2). Per op notes, ¿the direct right hernia sac and left indirect hernia sac was noted. Large right 3dmax mid mesh (device 1) was attached to symphysis pubis and 3dmax mid mesh (device 2) was placed over midline and sutured¿. (B)(6) 2022- patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿ilioinguinal nerve was sacrificed out of necessity. Direct hernia was noted on the right inguinal region. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2021) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.